Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that after centrifugation and uncapping for testing the caps when put back on the unspecified bd vacutainer® lithium heparin blood collection tubes were loose. There was no report of patient impact. The following information was provided by the initial reporter: customer states the issue is after the tube has been centrifuged and uncapped for testing. When they recap the tube, the cap won't stay on.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. It has been confirmed that this is a duplicate of MFR report # 1917413-2023-00249 that was reported for stopper creep or loose closure.

Event description:
It was reported that after centrifugation and uncapping for testing the caps when put back on the unspecified bd vacutainer® lithium heparin blood collection tubes were loose. There was no report of patient impact. The following information was provided by the initial reporter: customer states the issue is after the tube has been centrifuged and uncapped for testing. When they recap the tube, the cap won't stay on.